Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) cannot insert the cable. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they could not reproduce failure in the fiber optic cable. The fse also tested all other cable connections and could not reproduce the issue. The logs showed no alarms. The unit passed all functional and safety tests and was returned to customer.